Manufacturer narrative:
The returned tap was evaluated. The runout of the tip and hardness of the device were confirmed to meet specifications. A failure was not detected so the complaint cannot be confirmed. Further follow up with the event reporter revealed that a tap guide was not used during the event. Therefore, the alleged flexibility failure in this case may have been due to the use of the tap without a tap guide. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage, including usage of a guide during the tapping phase.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during a procedure, the tip of the tap was too flexible and caused the hole's diameter within the patient's bone to be larger than anticipated and inhibited screw thread purchase. There were no further patient consequences reported with this event.